Event description:
It was reported that during pm cs300 intra aortic balloon pump (iabp), ECG signal does not work properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g2, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) states, while doing the pm, fse found the ECG signal was distorted even when there was no ECG input. Fse replaced the front end board (0670-00-0668), pm and calibrated the unit. Batteries (0146-00-0039) were installed due to date and pm cycle.